Event description:
A patient reported that she fell nine days after implant and her device is broken. The patient is meeting with their healthcare professional (hcp) and manufacturer representative on (B)(6) for CT scan and possible reprogramming. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.